Event description:
A customer's family member reported that the customer passed out shortly after receiving a reading of 239 mg/dl on her freestyle lite meter. Paramedics were called and gave her 3 glucose shots. The customer was also transported to a local hospital where she was diagnosed with hypoglycemia and kept overnight for observation. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent, when investigational results are available.